Event description:
It was reported that during a procedure, the white plastic tip of the probe unit burned off. Further, it was described that the probe was arching off the scope and burnt the tip. The probe unit was swapped out with another probe unit with the same issue. The second unit was swapped out for a third probe unit and the procedure was successfully completed. The procedure was delayed a couple of mins while the probe unit was switched out. No adverse consequences to the pt were reported.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.